Manufacturer narrative:
(B)(4). Batch # n56g42. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic partial resection of small intestine, after fired, no staple, the tissue was cut but did not know if the cut line was good. A second like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # n56g42. The analysis results showed that one gst60w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.